Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The target lesion was located in the moderately calcified superficial femoral artery. A 4.0 mm/1.5 cm/140 cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon dilatation and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient condition was good.